Event description:
Philips received a complaint by the customer on the v60 indicating that the liquid crystal display (lcd) was dark. It was reported that there was no patient involvement at the time the issue was discovered. The customer could faintly see information on the screen and reported to the remote service engineer (rse) that the display was dark. The rse discussed first generation versus second generation liquid crystal displays (lcd) with the customer, and since the customer had the first generation lcd, the rse advised the customer to upgrade to the second generation lcd by replacing the user interface (ui) assembly. The rse also provided the customer with the parts ID for the ui assembly for repair. The investigation is ongoing.

Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the display was dark--the customer also mentioned that information was faintly displayed on the screen. The rse discussed first generation versus second generation liquid crystal displays (lcds) with the customer, and since the customer had the first generation lcd, the rse advised the customer to upgrade to the second generation lcd by replacing the user interface (ui) assembly. The rse also provided the customer with the parts ID for the ui assembly for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.